Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. There was no injury reported that would have caused the hypotension, nor a medical history that would have contributed to hemodynamic instability. In this case, a conclusive cause could not be determined from the limited information available and the potential relationship to the delivery catheter system (dcs) cannot be established. Dislodgement of the valve by the distal tip is likely related to operator technique or experience. The device IFU instructs ¿under f luoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Given the limited information and no images for review, the root cause of the dislodgement event cannot be conclusively confirmed and a relationship to the dcs cannot be established. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Patient death is a known potential adverse patient effect per the device IFU, and typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Without procedural images for review and based on the limited information available, an assignable root cause for the patient death cannot be determined and the relationship to the dcs could not be established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutpro-26, serial/lot #: (B)(4), ubd: 12-may-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, just prior to the valve being impl anted, there was a sudden loss of pressure. The valve was implanted. Hypotension continued and hemodynamics were unstable. Per the physician that the cause of the hypotension was not known. There was no injury reported that would have caused the hypotension, nor a medical history that would have contributed to hemodynamic instability. As the delivery catheter system (dcs) was being removed, the valve was pulled toward the ascending aorta. A second transcatheter bioprosthetic valve was implanted, however hemodynamics did not recover. Subsequently the patient passed away. The cause of death was not provided. Per the physician, neither the first or second transcatheter bioprosthetic valve contributed to the hypotension or subsequent death.